Manufacturer narrative:
The balloon catheter, afapro28 with lot number 86258, was returned and analyzed. Visual inspection of the balloon catheter showed there was blood inside the balloons. Smart chip verification indicated the catheter was used for seven injections. The catheter failed the performance test due to system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ right after connecting to the console. Dissection and pressure tests showed leak at the guide wire lumen of the catheter in balloon segment at 12 and 20 mm from the tip and also at the attachment of gwl to the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.